Manufacturer narrative:
Concomitant products: 5554-45 lead, implanted: (B)(6) 1998; 5071-53 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited low impedance. It was also noted that the coil appeared "unraveled" under fluoro. The svc was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.